Event description:
Complainant alleged that during biomed testing the device displayed "pacer disabled" "pacerfault 117," "defib fault 72," and "defib pad short" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this compliant is still under investigation.